Event description:
The customer reported being hospitalized due to high blood glucose over 800mg/dl. During the call was found that the customer was not using a proper rotation method. The customer stated that he receives sometimes. No delivery alarms. The customer stated that his glucose level has been high even when he delivers insulin. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.